Event description:
Healthcare professional reported a right side implant exchange with no complaint against the device. Later, healthcare professional reported "grade 3 cc". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported a right side implant exchange with no complaint against the device. Later, healthcare professional reported "grade 3 cc". The device has been explanted and replaced. Total capsulectomy performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: initially contra-lateral side "grade 3 capsular contracture", later provider reported "grade 3 cc" for device on record.